Manufacturer narrative:
(B)(4).

Event description:
Procedure type: vats left upper division segmentectomy. According to the reporter: first firing with 45 camel sulu and second firing with 60 black sulu were done without problem. After second firing, a nurse received the device and closed the jaws. The jaws would not open after that. Since the cartridge could not be unloaded, the nurse removed the adapter and the battery from the handle and re-assembled, but still the jaws would not open. Therefore, the manual adapter tool was used to open the jaws and the cartridge could be unloaded properly. After that, the nurse attempted to load a new cartridge, but could not. The unlock level of the adapter would not return. Another device (egia ultra stapler) was opened to complete the procedure. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. Nothing fell into the patient cavity. No information about the use of reinforcement material.